Event description:
A customer reported a malfunction in their tandem pump, identified as malfunction 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred. No significant events were noted before the malfunction.